Event description:
Event was reported to (B)(4) by an attorney. The patient has suffered pain, discomfort, perforation accidents, pain during sex, bleeding, back and lower abdomen pain. No further information has been provided.